Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer administered manual injections to address bg level. Customer updated their settings to address the event.